Manufacturer narrative:
The involved device has not been returned by the user facility. Therefore, the investigation was based upon evaluation of user facility information, quality records and reserve samples. Examination of reserve samples from the reported lot, the previous lot and the subsequent lot confirmed no evidence of abnormalities or defects. Testing of the reserve samples confirmed that performance specifications were met. A review of the device history record indicated that there were no production related problems for this lot number. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description is consistent with the valve having been damaged as a result of the dilator being forced through the valve off-center from the manufactured slit. Subsequently, this damage to the valve permitted blood to leak through. The potential for such an event is addressed in the product labeling with statements such as the following: "insert the dilator into the center of the sheath valve. Forced insertion of the dilator which misses the center of the sheath valve may cause damage, and result in blood leakage."

Event description:
The user facility reported a patient experienced bleeding from the valve of the sheath during a procedure. Follow-up communication with the user facility confirmed that: the bleeding was ¿severe¿ and the sheath was removed and exchanged for another of the same device; the bleeding continued from the valve of the new sheath; the second device was removed and replaced with an 11 fr cordis sheath; subsequently, the bleeding was controlled; the estimated blood loss from the patient was 30-ml; and the patient required a blood transfusion later that same day as a result of the event.